Event description:
The patient reportedly experienced extrusion of the internal device. The patient's device was explanted. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.